Event description:
This unsolicited device case from united states was received on (B)(6) 2016 from a physician. This case concerns a (B)(6) old female patient who developed pain and swelling in right knee and had right knee effusion after receiving treatment with synvisc. No past drug, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml weekly (batch/ lot number and expiration date: not provided) into unspecified location for pain and swelling. On an unknown date, the patient had pain and swelling in right knee. The right knee was prepped for steroid injection. Under sterile technique, the right knee was injected with 2 cc's of betamethasone (celestone) and 8 cc's of 1% lidocaine. Twenty five cc cloudy fluid was aspirated from the right knee and injected 2 ccs and 98 ccs lidocaine. The fluid was to be sent for c and s and cell count. Action taken: unknown. Corrective treatment: betamethasone and lidocaine for all the events outcome: not recovered for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme (B)(4) and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for all the events. Additional information was received on 23-jun-2016. Ptc number and results were added and the text was amended accordingly.

Event description:
This unsolicited device case from united states was received on 16-jun-2016 from a physician. This case concerns a (B)(6) female patient who developed pain and swelling in right knee and had right knee effusion after receiving treatment with synvisc. No past drug, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml weekly (batch/ lot number and expiration date: not provided) into unspecified location for pain and swelling. On an unknown date, the patient had pain and swelling in right knee. The right knee was prepped for steroid injection. Under sterile technique, the right knee was injected with 2 cc's of betamethasone (celestone) and 8 cc's of 1% lidocaine. 25 cc cloudy fluid was aspirated from the right knee and injected 2 ccs and 98 ccs lidocine. The fluid was to be sent for c and s and cell count. Action taken: unknown. Corrective treatment: betamethasone and lidocaine for all the events. Outcome: not recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: required intervention for all the events.